Event description:
Reportedly, after firing, the tissues was not cut completely. The uncut section was removed and another anastomosis was performed. Two days after the surgery, a leak was confirmed. Procedure: rectum.